Manufacturer narrative:
The most probable root cause was identified as a potential failure during the assembly of the handle. The identified assembly problem triggered a corrective action. The root cause analysis identified unclear work instructions in context with operator error. The risk assessment of the corrective action confirmed that the identified problem represents no risk to the health or safety of users, patients or third parties is present. Since the implementation of the corrective action we have not received any further complaints with the same root cause.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the outer shaft has not been retracted. The stent is crimped under the retractable outer shaft and undamaged. Upon opening the handle during the technical investigation it became apparent that one part of the assembly is out of position and visibly deformed which impedes functionality of the device. Two parts inside the handle being intended to fixate the dislocated part show pressure marks which indicates a potential failure during assembly of the handle. The root cause for the complaint event is most likely related to the manufacturing process. To prevent recurrence, the respective internal departments were informed about this case.

Event description:
A pulsar-18 peripheral stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in the proximal sfa. When pressing the release trigger the stent could not be released.